Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found visible foam particles inside the blower kit. In addition, the device was displayed error code e101(err_humid_temp_max). The device was inspected and found to have dust contamination. The device was scrapped.